Event description:
It was reported "the motor needs to be replaced." On (B)(6) 2014 additional information was received from the surgeon. The event occurred at the beginning of the surgery. The device was in contact with the patient. The surgery time was increased 30 minutes (as a spare dermatome was prepared). There was no reported injury or adverse consequence to the patient (or graft). The patient received general anesthesia. Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.